Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for a transcatheter myocardial ablation exhibited air ingress. No issues were noted during preparation of the sheath. A pump was used for irrigation of the sheath with a flow rate of 20 ml per hour. During the procedure when a farawave catheter was inserted into the faradrive sheath and suction of air was performed, air was drawn out and was noted inside the aspiration syringe. Aspiration was performed to remove the air without avail. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was noted in the patient. The sheath is expected to be return for analysis.